Event description:
The manufacturer was made aware that a patient that uses a trilogy 100 ventilator passed away while on the device. An investigation of this complaint is ongoing. The device has not yet been returned to the manufacturer. As part of the complaint handling process, the manufacturer is making attempts to retrieve the device for investigation. A follow-up report will be submitted when the manufacturer's investigation is complete.